Event description:
Reference number (B)(4). Event occurred in the united states it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2025. No further information available.